Event description:
The pt contacted animas alleging that the pump was not responding to audio bolus button presses. The pt denied any exposure of the pump to water. The pt claimed that all other buttons were responding and the keypad was intact. There was no reported pt impact associated with this complaint.